Event description:
A female patient weighing (B)(6) underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. It was reported that there were no complications during the procedure and closure. Successful hemostasis was achieved with the mynx. On (B)(6) 2011, the patient presented back to the physician's office complaining of leg pain and swelling at the access site. A "golf ball-sized" mass was noted at the access site. An ultrasound performed was negative of hematoma or pseudoaneurysm. The patient was admitted to the hospital and was put on an antibiotic (ampicillin 1.5gr) for four (4) days which was given to her intravenously. On (B)(6) 2011, it was reported that the patient was given a dose of vancomycin (an antibiotic which is administered intravenously). It was reported that the patient remained in the hospital. The mass was excised on (B)(6) 2011. The excised material was described as a mass consisting of one part sealant and one part pus and fluid. Both components of the mass were sent for culture and the result was negative for any signs of infection. The patient was discharged on (B)(6) 2011.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1033304) indicated that the mynx device met all performance specifications upon shipment.